Event description:
It was reported during a procedure using a topaz ez ifs wand, the device shocked the surgeon prior to activation and allegedly burnt the surgeon's hand through his glove. No treatment was necessary to address the burn and the procedure was completed successfully using a back up device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are several factors that could contribute to the reported event such as inadvertently activating the foot control, improper connections of accessories could result in inadvertent activation, or the electrodes and/or cables could provide a path for high frequency current. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.